Manufacturer narrative:
Title: thrombolytic therapy as the management of mitral transcatheter valve-in-valve implantation early thrombosis citation: heart, lung and circulation 2015 25(5):e65-8 (doi 10.1016/j.hlc.2015.12.003) authors: nathem akhras, hani al sergani, jehad al buraiki, bahaa m. Fadel, feras khaliel, abdalkareem al allaf, mohammed al amri, and ziad dahdouh month and year of publish were used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a (B)(6) year-old male patient, with a history of nyha new york heart association (nyha) class iii heart failure symptoms underwent a procedure to implant a 29 mm medtronic hancock bioprosthetic mitral valve (serial number not provided). Eleven years after the implant, a transesophageal echocardiogram (tee) indicated moderate to severe central regurgitation. Subsequently, a transcatheter bioprosthetic valve was implanted, valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.